Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub connector is confirmed but the exact cause could not be determined. One photo sample of a powerpicc luer connector was returned for investigation. An injection hub is attached to the luer connector. It could not be determined if the extension leg tubing is present within the hub from the photo sample. The connector is shown within a plastic bag. It could not be determined if a break in the extension tubing occurred from the photo sample provided. Since the photo sample allows for the confirmation of the hub being detached from the catheter tubing, the complaint is confirmed but the exact is currently unknown. A lot history review (lhr) of recx2249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the cap broke off from PICC. No other information was provided.